Event description:
During coil embolization of the internal carotid-posterior communicating artery aneurysm, an orbit galaxy (640cf0721/16009933) got stuck around the distal end of the excelsior microcatheter during advancement. After pulling and pushing the coil several times, the coil unintentionally detached into the microcatheter. The entire embolic coil of the orbit galaxy was retrieved from the patient successfully by using a gooseneck snare. After that, the same thing occurred using another orbit galaxy coil (640cf0412/16029130). The entire embolic coil was safely removed again from the patient by using a gooseneck snare. The procedure was completed using the same microcatheter, without any further issues. There was no patient injury/complications reported, and no clinically significant delay in the procedure. Prior to the complaint product, two coils (details unknown) were successfully delivered and placed into the target aneurysm with no issues. According to the physician, the competitor¿s microcatheter was used with the complaint products because an unspecified presidio 18 (catalogue and lot unknown) was delivered as the 1st coil with no issues. The complaints products were new, and were stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint products are unavailable for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs associated with this event with associated manufacture report numbers of 1226348-2014-30026 and 1226348-2014-30027.

Manufacturer narrative:
Complaint conclusion: during coil embolization of the internal carotid-posterior communicating artery aneurysm, an orbit galaxy (640cf0721/16009933) got stuck around the distal end of the excelsior microcatheter during advancement. After pulling and pushing the coil several times, the coil unintentionally detached into the microcatheter. The entire embolic coil of the orbit galaxy was retrieved from the patient successfully by using a gooseneck snare. After that, the same thing occurred using another orbit galaxy coil (640cf0412/16029130). The entire embolic coil was safely removed again from the patient by using a gooseneck snare. The procedure was completed using the same microcatheter, without any further issues. There was no patient injury/complications reported, and no clinically significant delay in the procedure. Prior to the complaint product, two coils (details unknown) were successfully delivered and placed into the target aneurysm with no issues. According to the physician, the competitor¿s microcatheter was used with the complaint products because an unspecified presidio 18 (catalogue and lot unknown) was delivered as the 1st coil with no issues. The complaints products were new, and were stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The complaint products were unavailable for evaluation. A review of the manufacturing documentation associated with these lots was performed and there were no issues noted that were considered potentially related to the reported complaint. The resistance and unintentional detachment could not be confirmed without return of the products for analysis. The root cause of the complaint cannot be conclusively determined; however, the resistance felt within the microcatheter may have contributed to the premature detachment. The instructions for use (IFU) cautions ¿never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary.¿ there was no evidence of a manufacturing issue related to this complaint; therefore, no corrective actions will be taken at this time. This is 1 of 2 mdrs associated with this event with associated manufacture report numbers of 1226348-2014-30026 and 1226348-2014-30027.